Event description:
It was reported that during a left heart cardiac catherization procedure on a 68 year old male using a terumo guidewire product when maneuvering the guidewire through a single wall entry needle, in the right femoral artery, the guidewire kinked. The needle was removed and a sheath was advanced over the wire. The physician stated that she encountered resistance upon withdrawal of the wire and noted the distal tip had broken off in the patient (distal 8 cm of plactic coating had been sheared off). The patient who was asymtomatic, subsequently underwent a surgical cut down procedure for removal of the wire segment but the catherization procedure was completed utilizing axilliary approach without complications. Patient condition good and was dischargeddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.